Manufacturer narrative:
Concomitant medical products: product ID: 8880t2, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a clinician communicator. The rep reported difficulty pairing. The rep reported that she was working under the app and it was displaying that the communicator was not found. The rep attempted to use the communicator updated app and confirmed her communicator was running with the current software. The rep confirmed she changed the batteries and was still having difficulty pairing the device and reading an implantable neurostimulator (ins). There was no out of box failure reported. The rep attached the cord to the tablet and communicator, then to try to read the ins. The rep confirmed that this solved the issue but had concerns because she had tried multiple times to pair the two with the cord. The rep had to disconnect the call as she was in the middle of a case. Additional information was received from the rep on (B)(6) 2019 the rep reported that the cause of the difficulty pairing was that the battery was tilted after the x-ray was done. No further complications were reported.